Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the handle¿s ratchet was not working properly. It would not go in reverse. Additional information received from the representative reported that they were not sure what made the ratchet handle not to work properly. It could not be put on forward and there was inability to use the handle as there was no direction stop. There was no delay in the procedure. No impact on patient outcome.